Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon noticed that the tip was sparking when touching the debakey's. There was additional heat from the flame, thus it caused tissue damage.

Manufacturer narrative:
This report 1717344-2019-00883 was sent in error as a duplicate for MFR report number: 1717344-2019-00879, any additional information received in the future will be captured and submitted under the report number 1717344-2019-00879. If information is provided in the future, a supplemental report will be issued.